Event description:
On (B)(6) 2015, the reporter contacted animas and alleged the patient had a blood glucose of 550mg/dl with increased thirst and urinination. Customer support found no other conditions or medications that may have contributed to the excursion. Trouble shooting with customer technical support did not reveal any delivery issues but the patient discontinued pump therapy because of an alleged inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/29/2015 with the following findings: no defect was found. Unable to duplicate the complaint. The last bolus delivery was on (B)(6) 2015. The black box shows on (B)(6) 2015 02:51 an auto off alarm; deliveries never resumed. On (B)(6) 2015 10:03 auto off alarm was recorded; deliveries resumed at 10:30. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. No alarms occurred during 24-hr duration testing.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.